Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and pump error 53, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify audio/vibrate anomaly due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they received the open book image on the pump screen. Customer states that it started beeping and it's flashing, has a picture of the pump pointing to a book with a red x. The customer was advised to place pump in storage mode: remove battery, press and hold the back button until the screen turns off. The insulin pump will not be returned for analysis.